Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2021. H6 component code: g07002 - device not returned. H3 investigational narrative: complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw3328 lot v1026. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw3328 and lot v1026 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 14.78 n and value at release was found to be 13.69 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 9.41 n. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw3328/lot v1026 no other event was reported for same description from other parts of country where this lot was distributed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2021-09147 additional information was requested and the following information was obtained: please provide procedure name and date - (B)(6) 2021, forehead suturing please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail - no adverse reaction on the patient was found. How was procedure successfully completed? Procedure completed using other foil of the same batch. Please provide status of product return - hospital has disposed the suture attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, while suturing the forehead, the suture broke. There were no adverse patient consequences reported. No additional information was provided.